Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pc board was detached due to a loose screw, not allowing the lights to be visible on the display.

Event description:
After turning the unit on, the green light won't come on.